Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that inaccurate cco, cci and svo2 values were observed during use with a swan ganz catheter. The flotrac sensor was used instead. Information such as indicated value, expected value, if the value was affected by the patient condition or if the patient was treated based on the incorrect value was not available. It is unknown if other trouble shooting was performed, or if an error message or abnormal waveform was observed. It is unknown if there was an occlusion, leakage or kink noted in the catheter. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One swan ganz catheter with attached monoject 1.5 cc limited volume syringe and two three way stopcocks was returned for evaluation. A non-edwards introducer with contamination shield was located on the catheter body between 43 cm and 93 cm proximal from the catheter tip. Blood was visible on the catheter body. No fault messages appeared on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 40.18 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. Catheter passed invitro calibration on vigilance ii monitor. As received, the distal and proximal heater bonding were separated and blood was observed inside the heater shrink wrapping. No other visible damage or inconsistency to the catheter body, balloon or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Further evaluation was performed and the catheter passed attenuation testing. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and unaided eye. Customer report of measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.